Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, brown particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) broken. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes"; "implants are completely destroyed and the implant shell is also completely destroyed."

Event description:
Physician reports "patient had lymph node swelling. Ultrasound and MRI showed no event. The implants were explanted. Implants are completely destroyed and the implant shell is also completely destroyed". This relates to the left device.